Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Pump and a partial catheter in segments were returned. Analysis of the same revealed no anomaly; normal device function.

Manufacturer narrative:
(B)(4).

Event description:
An infection was reported; per the healthcare provider (hcp) patient was implanted elsewhere and presented at the hospital with infection over the pump. It was further added that there was "some kind of narcotic" in the pump. Hcp indicated a pump removal and ligation of the catheter. The pump explant was later confirmed and following surgery it was stated that patient recovered without sequel from or. Drugs delivered via the device were clonidine, dilaudid, and bupivacaine. Additional information received later indicated that patient was referred for pump removal by a general surgeon. Patient was from nevada and migrated there in winters; as of (B)(6) 2012 patient was there. Symptoms related to infection included confusion, disorientation and sepsis. Results of culture indicated klebsiella and pseudomonas. Patient was discharged from hospital on (B)(6) 2012 and was on cepro; unknown to the reporter if infection was resolved.

Event description:
Additional information received reported further event detail and patient outcome. The infection over the pump was reported as an infection of the abdominal wall. Following removal of the pump as previously reported, the infection completely cleared and the healthcare provider was satisfied with the patient's recovery when he saw the patient on (B)(6) 2012. As the patient has cancer and a weak immune system, it was unclear if they were going to implant a new pump. Healthcare provider and patient were also contemplating switching to epidural route for medication options. The patient is currently being managed by oral meds. The last fill of that pump before it was explanted was (B)(6) 2012.